Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1: (add phone number). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the event reported as "knife wire was damage" was caused by a the slider, was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed, due to the effect of contacting a metal area of the endoscope. The event can be detected/prevented, by following the instructions for use, which state: since, the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated, while the cutting wire touches metal parts of the endoscope or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off. Stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output, while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated, while tissue is contacting the torn or damaged coated portion, due to insertion into or withdrawal from an endoscope, leakage current, decreased output and/or thermal injury could result. If you feel the cutting is blunt. Withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use lumen 2-sphincterotome had the knife broke when the electricity was applied, the knife did not fall out of the body. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure. The intended procedure was completed using a similar device and there were no reports of patient harm.